Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue was confirmed to be due to a tear in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the distal circumflex artery. A stent was deployed and the indeflator was used to inflate the 2.5 x 15 mm voyager nc balloon to 12 atmospheres (atm), but the balloon would not inflate. A new inflation device was used, but the balloon would not inflate. The voyager nc balloon catheter was removed and a non-abbott balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.